Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system generated a switched off message and the system did not start up. Review of system log file could not confirm the reported malfunction. Upon troubleshooting, fse found hdd disk bay was defective. The philips engineer replaced the suite pc and loaded software. The defective suite pc was returned to philips for further analysis. The analysis confirmed the failure of hdd bay, ssd drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion x-ray system generated a switched off message and the system did not start up. The device was not in clinical use. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the suite pc. The device was returned to use in good working order.